Event description:
Physician reported three months after injection of juvederm ultra plus in each lateral eyebrow area and juvederm voluma with lidocaine in the "bilateral malar, dorsum of nose and brow," the pt experienced sudden swelling and tenderness over left cheek, that spread to right cheek, nose, brow, and right periorbital region with "oedematous sclera" after having developed and been treated for a urinary tract infection, mild cold sores, and an uneventful sty of the left eye. The pt presented for a follow-up appointment with the injecting physician having also developed a palpable localized, hard nodule at the left medial eyebrow and right cheek. Pt also had inflamed acne on the lower face unrelated to any juvederm injection sites. Pt was treated with several injections of hyaluronidase in addition to the following oral medications: augmentin, zyvox, papase and cetrizine. A day after treatment with the most recent hyaluronidase injection, the pt's nasal region felt harder, rigid, and with more swelling extending distally down the whole length of the nose, erythema of the skin also became worse. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts by (B)(4) medical to obtain such information as the lot number have been unsuccessful; injecting physician has yet to provide this information. Device labeling: undesirable effects: the pts must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Pts must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their doctor as soon as possible. The doctor should use an appropriate treatment. Warnings: do not use this product until any infection and inflammations are controlled or solved.